Manufacturer narrative:
The returned device was evaluated and there are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 28 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include confusion as well as partial loss of consciousness. The patient reports removing the pod prior to the arrival of the paramedics. Upon arrival of the paramedics the patient was given 3 juice boxes and peanut butter crackers. In addition the patient was treated with a tube of glucose. Once at the hospital the patient was treated with an intravenous drip of glucose (10%) in which was later changed to glucose (5%) as well as orange juice. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.